Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic with several episodes of high and out of normal range defibrillation impedance on their right ventricular lead. The patient's alert monitor for high voltage impedance was programmed on (B)(6) 2021 to trigger at a lower impedance. No further intervention was reported. The patient was stable throughout.

Manufacturer narrative:
Correction - b5 - should have been low, in-range pacing impedance rather than high, out of range defibrillation impedance. Correction - h6 - should have been "low impedance" rather than "high impedance." The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic with several episodes of low, in-range pacing impedance on their right ventricular lead. The patient's alert monitor for high voltage impedance was programmed on (B)(6) 2021 to trigger at a lower impedance. No further intervention was reported. The patient was stable throughout.